Event description:
It was reported that the patient experienced a burning sensation over the pocket site four weeks following implant. The hcp indicated that this may be due to peripheral nerve damage during development of the pocket.

Manufacturer narrative:
(B) (4).